Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml insulin 29g while drawing medication a hole was discovered on side of the syringe. The following information was provided by the initial reporter: it was reported that the patient opened the inner pack and went to draw up their medication. When they drew up past the 50 unit mark, he noticed a hole in the side of the syringe.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. One photo of a 1ml insulin syringe was provided. The customer reported that there was a hole in the side of the syringe. The photo was examined, and it was observed that the barrel was broken between the 60- and 100- unit scale markings. A review of the device history record was completed for batch# 6291997. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for damaged barrel. Bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received (barrel broken). Root cause: damaged barrel caused from the air probe not engaged. H3 other text : see h10.

Event description:
It was reported that the bd syringe 1ml insulin 29g while drawing medication a hole was discovered on side of the syringe. The following information was provided by the initial reporter: it was reported that the patient opened the inner pack and went to draw up their medication. When they drew up past the 50 unit mark, he noticed a hole in the side of the syringe.